Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unknown malfunction alarm occurred. Additionally, it was reported that a button alarm occurred. Reportedly, there was nothing blocking the button. The customer's blood glucose level was 159 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.